Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). One (1) unused set, with paperwork, was returned for evaluation in connection with this incident. Visual examination of the set noted that the obstruction mentioned in the complaint report is actually the flow restrictor which is a part of the set. No defects were noted on the set. Therefore, the reported defect was not confirmed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: customer stated when the nurses were setting up/priming the IV set, there was difficulty getting fluid to flow into the set. Another IV set was retrieved and the same incident occurred. The nurses then notices a piece of clear plastic, approximately 1/4" long that was stuck inside of the tubing. No injury reported.